Manufacturer narrative:
Concomitant products: addrl1 ipg, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance, which both had gradually increased over the last couple of years. There were also several episodes with noise and a fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.